Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector ports were broken. The customer was advised to return the epg for service. There was no patient involvement.